Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with dirty and minor scuffs. Event history log review was performed and found no evidence of reported problem. Investigator? Power device on with water in tank and temp check attached and perform alarm test and observe pump flow. Reported problem was confirmed. According to the investigation, the pump alarm and over temp alarm test buttons were not working but the pump operated as intended. The investigation reported that the pump membrane switch was unplugged but pump operated as intended. Investigator?s plug back in membrane switch and no further actions taken. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical level 1 hotline low flow system, the system exhibited low flow. No patient involvement reported.